Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9733686, serial/lot: unknown. Analysis of the spinal software confirmed the issue of expected exit. The reported event was related to a software issue. This issue was documented in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. The review found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system became unresponsive to prompts from the user when selecting a surgeon profile in the spinal application software. It was reported that the unresponsive was in regards to no input from mouse clicks or forward movement in tasks. Additionally, it was noted that the navigation system operated as designed in the cranial application software. There was no patient present when this issue was identified.